Event description:
According to the reporter:punctured aorta upon entering. The patient lost a liter of blood. No additional information will be provided by the account.

Manufacturer narrative:
(B)(4).